Event description:
Biopsy needle passed into liver. Needle did not fire. Proper positioning of safety (off) and spring cocking mechanism confirmed. Second pass with a different liver biopsy needle performed with success. Pt tolerated procedure well with no untoward effect. Discharge to home later the same day.